Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the incorrect energy was delivered to the patient. There was no impact to the involved patient.